Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k101880.

Event description:
It was reported that implant that did not spin upon placement. Surgeon was unable to place in osteotomy. Bone loss was also reported. Tooth location 15.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was returned for investigation. The reported event is non-verifiable following product evaluation. A device history review was performed and no related nonconformance¿s were noted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.